Manufacturer narrative:
The customer provided additional information that they completed their investigation and they were unable to duplicate the reported issue.

Event description:
The event involved a plum 360 driver new which was reported to have shut off with no alarm and stopped pumping and the screen alerted ¿new patient?¿¿. The unit did not alarm and was operating on ac mode. There was patient involvement but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device was not returned for evaluation, therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.